Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was initially reported that this patient's distal segment of their catheter was suspected to have dislodged to the subarachnoid space and a revision was to be performed. The patient experienced a loss of efficacy with no therapy relief. An x-ray and a catheter dye study were performed on (B)(6) 2013. A failure to aspirate was reported. However, during the dye study serous fluid was aspirated from the catheter. Dye was injected and the patient exhibited signs of an overdose. A distal catheter revision was done and the pump incision was not opened. There was no reported injury to the patient. This device system was used to deliver bupivacaine.